Event description:
This event was reported as valve explanted at implant due to valve not coapting, leaflets appearing wide open, when cross clamp released and going off pump. Ventricle dilated. Going back in, surgeon said valve looked fine, but replaced with a 21mm rsr (2800).